Manufacturer narrative:
Patient¿s medical record number: (B)(4). Event date: unknown. This report is for two (2) unknown 3.5mm cortex screws. It is unknown if the complainant part will be returned for manufacturer review/investigation. Unknown as there were no lot or part numbers provided for these complainant parts. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware failure of a right pilon fracture and a non-union of a comminuted pilon distal tibia with an associated comminuted three part distal fibula non-union fracture was discovered postoperatively. The patient was originally implanted on (B)(6) 2014 and subsequently experienced non-union. On (B)(6) 2015, the following were explanted: a broken five-hole locking compression plate distal tibia t-plate implanted posteriorly (none of screws were broken: two distal 3.5 millimeter (mm) locking and two proximal 3.5 mm cortex) and a six-hole variable angle locking compression plate to the medial distal tibia (not broken), two proximal 3.5 mm cortex screws (not broken), and two of three 2.7 mm variable angle screws, which had broken distally. A temporary ex-fix was utilized and cultures were taken for possible infection. Future treatment plan includes an ankle arthrodesis nail. This report is for two (2) unknown 3.5mm cortex screws. This report is 3 of 5 for (B)(4).